Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. Upon deployment of the aortic body stent graft, the contralateral leg of the aorticy body graft appeared compressed in the presence of significant aortic narrowing. The physician experienced difficulties to cannulating the contralateral leg of the stent graft. The patent was converted to aorta-uni iliac by placing coils in the contralateral leg followed by the placement of and iliac limb stent graft extension in the ipsilateral leg to maintain patency. As of the date of this report, there have been no additional patient sequelae reported.